Manufacturer narrative:
The distributor sent an email on august 18, 2016 advising of the splitting of the microtip sheath. There had been no harm or injury to the patient. The doctor was advising of the situation as it could have resulted in a complication had the sheath broken off into the patient. This would have resulted in an open procedure to remove the sheath fragment. The reported failure, splitting or fragmenting of the sheath, has occurred in the past and been investigated. The cause is side load pressure, also referred to as improper technique, which results in excessive friction between the sheath and needle. This friction caused the microtip sheath to fragment or split. The manufacturer previously commissioned an animal experiment where the sheath particulate/ fragments were left within the tissue of an animal. The particulate/fragments did not mount an immune response or cause untoward damage to the animal. Attempts have been made to obtain additional information regarding the incident. An update will be sent when the additional information is provided by the doctor.

Event description:
Per the information provided, the sheath split slightly and pulled back. The procedure and patient were not affected by the failure, however the doctor reported he was concerned as there was the potential for the split portion of the sheath to break off creating a foreign body in the treatment site.

Manufacturer narrative:
The patient identification information was provided on (B)(6). On october 3, 2016 final verification was received that there were "no complications with the patient."

Event description:
Per the information provided, the sheath split slightly and pulled back. The procedure and patient were not affected by the failure, however the doctor reported he was concerned as there was the potential for the split portion of the sheath to break off creating a foreign body in the treatment site.